Event description:
It was reported that the patient fell and the left ventricular (lv) lead thresholds were high after the fall with a possible micro dislodgement. The bi-ventricular implantable cardioverter defibrillator (bi-v ICD) reached early elective replacement indicator (eri) after elevated lv thresholds post fall. The lead and bi-v ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).